Manufacturer narrative:
The initial reported event of possible lead integrity issue and patient lawsuit was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient "suffered physical and other injury" and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient has further] suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." It was further reported that there was a "possible fidelis integrity issue", but that the lead was prophylactically capped and replaced. No patient complications have been reported as a result of this event. 2019-10-28: it was further reported that the patient had experienced an inappropriate shock due to the broken lead.